Manufacturer narrative:
Investigation summary: two photos were provided for evaluation. One photo shows the plunger rod missing, and the other photo shows the tip cap missing. Each of the samples is identified with a red label. The samples received by the customer were used to challenge the sensors and confirmed their effectiveness. The samples escaped and lost, and the operator didn¿t report the incident to the quality/production coordinator. During the accountability meeting, the production coordinator addressed the complaints and stressing to pay special attention to these defects as a means of raising awareness of the issue. Based on the photos provided, and the analysis of the images, the symptom reported by the customer is confirmed. In addition, analysis of the complaints from 2018 to june 2020 was performed. This is 1st complaint for this symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9294369 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that the syringe 5ml saline fill china sp experienced a missing tip cap which was noted prior to use. The following information was provided by the initial reporter: the head nurse opened a new box of flush (30 pieces) and found two defective products with red labels inside. The one was tip cap missing and the other was plunger missing. It was suspected that the plant took the defective products into the sold box.